Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hepato-pancreato-billiary open procedure, when the surgeon pressed the handle, the staples did not work in order to create a staple line, the staple line was incomplete distally and there was a poor staple formation. The jaws of the device locked on tissue and was removed by manually pulling it out. A new device was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hepato-pancreato-billiary colorectal open procedure, when the surgeon pressed the handle, the staples did not work in order to create a staple line, the staple line was incomplete distally and there was poor staple formation. The device was not able to fire the staples because the trigger was very hard. The jaws of the device locked on tissue and was removed by manually pulling it out. A new device was used to complete the case. No patient injury.